Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergy states that the patient revised for poly wear due to debris. It also presented with pain and osteolysis evident on xray, lateral xray available. Implants removed and revised with tc3. A worn section through the medial articulation surface on poly like a track was evident. A piece or cement or bone sat out of the femoral component which was felt by the surgeon. This may have caused the wear pattern seen on the poly. There is a line running in the ap direction on the poly in the image, this track was about 6mm think running from front to back.

Manufacturer narrative:
Synergy states that the patient revised for poly wear due to debris. It also presented with pain and osteolysis evident on xray, lateral xray avaialble. Implants removed and revised with tc3. A worn section through the medial articulation surface on poly like a track was evident. A piece or cement or bone sat out of the femoral component which was felt by the surgeon. This may have caused the wear pattern seen on the poly. There is a line running in the ap direction on the poly in the image, this track was about 6mm think running from front to back.. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.